Event description:
User experienced two pt samples which generated results for erythrocytes from the analyzer that did not compare with results from the microscopic examination. The following pt sample was determined to be discrepant. Initial erythrocyte result from analyzer was negative. Microscopic examination of the same urine sample showed 5 to 10 rbcs per hpf. Sample was repeated on the analyzer generating a negative result for erythrocytes. Both dipstick and microscopic results were reported for this pt sample. User states the pt would not have been treated for the negative result that was reported on the dipstick. The user did not have info as to whether the pt was adversely affected by not receiving treatment.

Manufacturer narrative:
Although the field service representative was unable to verify the problem, he noted a problem with the calibration as a cause. He verified default settings for reflectance, performed a calibration and ran controls to verify analyzer performance.